Event description:
Report received from the USA stating that the device had worked intermittently and a damaged lock lever. The device was not being used during surgery. However, if injury or medical intervention occurred. No add'l info provided. The date of the event is unk.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be submitted. (B)(4).